Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: 09/07/2012 device evaluation: the pump has been returned and was evaluated by product analysis on 08/13/2012 with the following findings: review of the black box and pump history revealed the basal and bolus totals for (B)(6) 2012 correctly equal the total daily dose for those dates. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) and reported a high blood glucose (bg) episode. The reporter was not feeling well at the time of contact with anm and requested for a callback with the patient's father. A follow-up contact was made between anm and the patient's father on (b)(64) 2012, and limited information was obtained. The patient's parents alleged that the pu mp was not delivering boluses and basals as expected. The patient's mother indicated that the patient was hospitalized on (B)(6) 2012, for dka. According to the patient's father, she had symptoms of vomiting and diarrhea. At first, he thought she had a bug. While in the hospital, the pump was removed from the patient and she was treated with an IV drip to bring her bg levels slowly down. She was reportedly discharged from the hospital on (B)(6) 2012, and pump therapy was resumed. According to the patient's father, the patient's bg levels began to elevate again to the "300-400 mg/dl" range. She also allegedly developed ketones. The patient's father could not recall if the cannula was bent upon removal of the site at the time. He denied observing any leakages, air bubbles, or the smell of insulin during the time of concern. He admitted, however, that the patient had scar tissue. The patient's father alleged that two days prior to the patient's hospitalization, there were no records of bolus or basal delivery in the pump's history. During the following contact with the patient's father, he did not have the subject pump for review or troubleshooting. Multiple attempts by anm to contact the patient or reporters for follow-up information have been unsuccessful. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's parents claimed that she was hospitalized for dka. The patient's parents also alleged that the pump was not delivering insulin correctly. At this time, however, it is unknown if a pump malfunction occurred and if the device actually contributed to the patient's injury considering no troubleshooting of the device has been completed.